Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (monitor resets) has been confirmed. Upon investigation the monitor was resetting at power up. The cause for the failure was isolated to contamination on connectors j502 and j501 and sd card holder j101. The root cause for the contamination was ingress of an unknown liquid. A patient safety alert was mailed to active patients on 04/24/2017 as a reminder to not expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was resetting.